Event description:
Letter from attorney alleged malfunction of powered wheelchair. Undetermined injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trx-lptr(cg), serial number/date code (B)(4). It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Consumers attorney stated that the consumer fell from a vehicle platform due to an unspecified malfunction of the power chair.